Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed reboots on (B)(4) 2015. A visual inspection of the pump showed no damage to the returned battery cap or battery compartment. The battery cap contact dimensions measured within specifications. The cap was able to secure on to the pump with no power loss. The pump was exercised for 24 hours with no power loss. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing.